Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A patient was implanted with the incore lapidus system at an unknown date. At a later date, which is unknown the implant was removed due to broken screw. No patient complications were reported.